Event description:
It was reported that the asymptomatic patient presented in clinic. It was noted that intermittent ventricular under sensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before, during and after the procedure.